Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient underwent a lead revision procedure due to loss of therapy. One lead was added and one lead was removed and replaced. The bsc representative was unsure which lead was added and which lead was replaced.